Event description:
It was reported via repair work order that the docker cable was damaged and exposing inner conductors. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.